Event description:
During the inspire system implant surgery, the surgeon tunneled through the external jugular vein. 3 separate punctures were identified by the surgeon and successfully cauterized. This required a third incision right above the clavicle. Blood loss was minimal and the injury was resolved in the operating room.